Manufacturer narrative:
The philips field service engineer (fse) went onsite and performed functional testing of the device. Results of functional testing indicate that the speaker was completely out of sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker operation problem. The device was in use on patient at time of event, there was no adverse event reported.